Manufacturer narrative:
Agiliti will perform testing. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Additionally, as the customer did not provide an event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint. Additional contact: (B)(6).

Event description:
A plum 360 driver new reportedly died when the patient was being transferred from ICU upon arrival to new room. After being plugged into the wall outlet, the pump would not turn back on. There was no adverse event/harm.